Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium') and pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 months 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, depression, vaginal haemorrhage, menorrhagia, anxiety and uterine leiomyoma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014, (B)(6) 2016 discrepancy noted in essure confirmation test- previously reported as hsg result: essure device was successfully occluded, now reported as plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Lot number: e13066, manufacturing date: 2015-06, expiration date: 2018-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium') and pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On(B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 months 7 days after insertion of essure. In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6)2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, depression, vaginal haemorrhage, menorrhagia, anxiety and uterine leiomyoma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6)2014,(B)(6)2016 discrepancy noted in essure confirmation test- previously reported as hsg result: essure device was successfully occluded, now reported as plaintiff did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received-lot number were added. New event migration of essure device location of device: myometrium, were added. Treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium') and pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. E13066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 9 months 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and uterine leiomyoma was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014, (B)(6) 2016. Discrepancy noted in essure confirmation test- previously reported as hsg result: essure device was successfully occluded, now reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Lot number: e13066, manufacturing date: 2015-06, expiration date: 2018-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: plaintiff information form received. Events¿ depression, anxiety, uterine leiomyoma, vaginal hemorrhage and menorrhagia¿ outcome was updated to recovering/resolving. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/echogenic structure extends into the myometrium from the right cornua') and pelvic pain ('physical pain / pelvic area pain') in a 31-year-old female patient who had essure (batch no. E13066) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal hemorrhage ("abnormal bleeding (vaginal), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital hemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation outcome was unknown, the pelvic pain, genital hemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal hemorrhage, heavy menstrual bleeding, anxiety and uterine leiomyoma was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital hemorrhage, heavy menstrual bleeding, hypersensitivity, pelvic pain, urinary tract disorder, uterine leiomyoma, uterine perforation and vaginal hemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014, (B)(6) 2016. Discrepancy noted in essure confirmation test- previously reported as hsg result: essure device was successfully occluded, now reported as plaintiff did not undergo essure confirmation test. Right tube has three coils trailing after essure placement. Left tube has one coil trailing after essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Lot number: e13066. Manufacturing date: 2015-06. Expiration date: 2018-06. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, and reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014, (B)(6) 2016 discrepancy noted in essure confirmation test- previously reported as hsg result: essure device was successfully occluded, now reported as plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: events: abnormal bleeding (vaginal, menorrhagia), depression, anxiety, uterine fibroids,event onset date, reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hyst. (Full)-interpreted as hysterectomy (full), salping. (Bilateral)-as salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received events "pelvic/abdominal pain, general abnormal bleeding, allergy: other, psych injury, bladder/urinary problems: other" were added. Outcome of events "pain, bleeding, allergy, bladder /urinary" were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.